Manufacturer narrative:
The customer reported that the analyzer "got warm" after using it all day at an event. There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "got warm" after using it all day at an event. There were no allegations of patient/user harm. There were no allegations of incorrect results. This report is being provided based on the product corrections response form submitted by the customer on (B)(6) 2020 as part of (B)(4). The customer was contacted for further detail upon receipt of the response form.